Manufacturer narrative:
Batch review performed on 29 august 2019: lot 121495: (B)(4) items manufactured and released on 27-jun-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by (B)(6) medical manager: hip revision surgery performed 6 years and 7 months after cementless total hip arthroplasty in a (B)(6) year old man. Radiographic image provided shows the presence of radiolucent lines in gruen zone 1 and 7, pedestal and signs od stress shielding suggesting implant mobilization. Aseptic loosening is a possible literature described adverse event after cementless tha and causes are often unknown. The reason of this event cannot be determined.

Event description:
On the (B)(6) 2019 we were informed of a revision surgery planned and performed due to stem loosening almost 6 years and 7 months after primary. Amistem-h 3 lat replaced with quadra-h 5 lat. The surgery was completed successfully.